Event description:
Additional information: it was later reported that the patient's pump recovered and patient was doing fine.

Event description:
A confirmed pump motor stall in the event logs with no motor stall recovery was reported. It was stated that the patient just had a MRI and returned to the hcp (healthcare provider) office to have the pump status check. The hcp had checked the status twice in 15 minutes and the motor stall had not recovered. Additional information has been requested, but was not available as of the date of this report.